Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The customer reported problem '320' could not be confirmed through the event history log. But multiple "system error 322" were observed. ¿system error 322¿ error was duplicated during investigation of the device. Evaluation determined the assignable cause to be an out of adjustment lower link switch screws spacing gap. The lower link switch screws spacing gap was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a system error 320 (latch switch error) alarm. There was no known patient injury or medical intervention associated with this event. No additional information is available.